Manufacturer narrative:
Device evaluated by MFR: device not returned for evaluation.

Event description:
It was reported that the patient had a replacement due to patient dissatisfaction from pump placement and the cylinders not fully inflating with his inflatable penile prosthesis (ipp) cylinders and pump. The ipp was explanted and a new device consisting of a 15cmx12mm cylinders and pump were implanted. Should additional information be received a supplemental report will be submitted.